Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect havab-igg, ln 06c29-22, lot number 94521li00,(manufacturing site wiesbaden, germany) to architect havab igg, ln 06c29-22, lot number 92421li00. MDR number 3002809144-2019-00006 has been submitted and all further information will be documented under that MDR number.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, architect havab igg, list 6c29, that has a similar product distributed in the us, havab-g, list number 6l27. This event is also being reported in mfg reports 1628664-2019-00016 and 3002809144-2019-00006 for a second and third suspect device (list 03m74-02, serial (B)(4) and list 06c29-22, lot 92421li00, respectively).

Event description:
The customer reported multiple (B)(6) architect havab igg initial results of (B)(6). Repeat results were (B)(6). Through troubleshooting many 3350 (aspiration errors) for sample pipettor were found. Gel was also found in the sample probe. However, after troubleshooting results that had become nonreactive, again became reactive. The following sid with results were provided: sample (B)(6): (B)(6). Sample (B)(6): (B)(6). Sample (B)(6): (B)(6). Sample (B)(6): (B)(6). No impact to patient management was reported.